Manufacturer narrative:
Reports received indicate as the end-user was attempting to elevate the seating in effort to reach a higher shelf, they inadvertently activated the stand function by mistake. The end-user reported at the time of the incident, they did not have the required restraints needed for stand (knee block and chest support) in place when the seating started to lift into a standing position. Without the necessary restraints in place, it caused the end-user to lose positioning and fall forward out of the seating to the ground where they were reported to have sustained a fractured hip as a result. The device was evaluated by the local service provider and found to be in full operation with no mechanical or electrical malfunctions having occurred. The end-user reported to his therapist the incident was an inadvertent act. The (B)(6) requested the ability to access the stand feature be removed from the device in efforts to mitigate any chance for recurrence, permobil provided the servicing dealer the necessary components to replace which disables he ability to access the stand feature. The DHR was reviewed and the device was found to have met specification prior to distribution.

Event description:
Received report claiming the end-user having inadvertently activating the stand function of the device without having any support measures in place. This action caused the end-user to lose positioning in the seating and fall to the floor where they sustained an injury requiring medical intervention.